Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the da vinci coordinator confirmed that the procedure was completed using backup e-200 generator. There was no injury/harm to the patient. Isi did receive the e200 generator involved with this complaint and performed the failure analysis. During failure analysis, the reported grounding pad connection issue was not confirmed or replicated. The e-200 was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing. The unit passed fixture testing. As a result of these findings, the unit functions as design and the root cause cannot be determined.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the system is having issues with multiple covidien grounding pads. The caller stated that the staff used different pads from different lots and had problems getting them to connect with the e-200. If they got the pad to work, it would lose connection later on. Tse reviewed the logs and did not see any errors associated with the reported complaint. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.